Manufacturer narrative:
Additional information received on 10/09/2020: it was reported that due to fill estimate issue the customer experienced a blood glucose level (bg) of 980 md/dl and diabetic ketoacidosis (dka); healthcare provider identified dka as dangerous. Due to elevated bg and dka customer required assistance from the customer's parent in administering a manual injection. Subsequently, the customer was hospitalized for treatment. Customer was treated with intravenously delivered fluid of saline and insulin and customer was treated with nausea medication. Customer was released from hospital 3 days later. Reportedly, customer sustained permanent damage in the form of an left eyelid droop. Although requested by tandem technical support, a system check was unable to be performed as the customer was not in possession of the pump. B2 correction- updated other serious event to no.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose was high due to pump stopped delivering insulin. Reportedly the customer applied manual injection to address the issue. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.